Event description:
During coronary athrectomy procedure of the circumflex artery the roto burr end of the atherectomy catheter broke off the catheter leaving the burr and the end of the interventional wire in artery. The catheter end of the burr and the rest of the interventional guidewire were removed from the coronary artery and the body.